Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30951740l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle catheter and the patient suffered pericardial effusion requiring prolonged hospitalization. It was reported that during a afib ablation, they were using the qdot catheter for the lesions. They did the posterior wall first at 90 w like recommended. Then the physician decided to do the anterior mitral line after, using 90 w for 4 sec, just like in posterior and the physician was informed it was not recommended but he decided to use it this way. Many time during the lesions, the physician was told that he had high contact force. They told him every time he had more than 25g but he kept ablating. They did the anterior line but lost the transeptal. He tried to get transeptal access for a few minutes before abandoning and looking at the intracardiac echocardiography (ice) images. They could see an effusion that was not present at the beginning of the case. Was the effusion due to the high force contact or the transeptal access, they don't know for sure. The physician kept the ice on the left ventricle (lv) and right ventricle (rv) to have a constant look at the effusion and did the cavotricuspid ishmus (cti) line with regular 40 watts. At the end of the procedure, he did a complete echocardiogram and there was no tamponade, just the same effusion as we saw during the case. The patient will stay overnight to control but all seems to be getting better. There patient was hospitalized for 1 night. Additional information received indicated the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was procedure related (transeptal puncture). Intervention provided was follow up during procedure with ice. The patient¿s outcome from the adverse event was reported as fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event as the patient was supposed to go back home but stayed 1 night just to follow up on the effusion. Transseptal puncture was performed with baylis nrg needle. Prior to noting the pericardial effusion ablation had already been performed. There was no evidence of steam pop. They notice the pericardial effusion only after the ablations were made. No signs of any problem. Blood pressure was stable and patient stable also. An irrigated catheter was used in the event, the flow setting was qdot + with 8 of flow. An ngen generator was used with the correct catheter settings selected on the generator and the pump was switching was from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used, parameters for stability used was range: 3mm, time: 3sec, force over time (fot) 25 %, 3 g and tag size: 3 mm. No additional filter used with the visitag. Color options used prospectively was other qdot + tags.